Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number :(B)(6).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) screen is shaking when the device was turned on, and other equipment was immediately replaced for use. No patient was involved

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and informed that the video connection cable needed to be checked. As the device was out of warranty, a quote was given to the customer, but the customer refused the quote, and the customer was informed that the faulty device could not be used in clinical practice. .so, the complaint will be closed and, if new information and/or device were available, a supplemental report will be submitted.

Event description:
N/a.